Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity: no patient information was provided. Outcomes to adverse event: the consumer reported tooth damage and damage to a dental restoration, crown. No product catalog or UDI information was provided. The complaint was received after notification by the FDA of a received voluntary MDR, mw5091632. The received submission indicates product is available for evaluation however no patient information has been provided to make contact attempts for retrieval. Therefore, no product is expected to be returned. Report source: the complaint was received from the FDA notification of voluntary MDR, mw5091632. Patient/reporter information was not documented and the event country could not be confirmed. Based on the FDA submission it is believed the complaint is from a domestic, not foreign consumer. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their protective clean power toothbrush caused tooth and dental restoration damage.

Manufacturer narrative:
No new information received (same date received as in initial report). This follow-up only covers corrections to brand and report source.